Event description:
The customer reported that her blood glucose was 480 mg/dl, so she removed the pod. She noticed that the cannula was not visible or wet, and it had not deployed.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The root cause was determined to be a damaged cam finger. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may results," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."